Event description:
During an unk pt procedure the reamer was found to be dull. There was no surgical delay, pt/ user harm or other adverse events reported.

Manufacturer narrative:
Complaint sample was not returned for evaluation so the reported event could not be confirmed. Device history record (DHR) review was performed and no discrepancies were found. No further investigation required.

Manufacturer narrative:
(B)(4) is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
Complaint sample was returned for eval and the reported event was not confirmed. The device shows no evidence of dull cutting teeth. No further investigation required.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for eval. Once greatbatch medical receives the device an investigation will be performed and supplemental medwatch 3500a form will be submitted. Complaint info was provided by (B)(4).